Event description:
In 2006, a patient was experiencing an acute myocardial infarction. It was reported that a physician placed a drug eluting stent which "looked fine." While the last films were being shot, the "fraile vessel ruptured." The first graftmaster was implanted and sealed the perforation, however, the vessel ruptured proximal to the graftmaster. The second graftmaster was implanted and sealed the perforation. This vessel ruptured proximal to the second graftmaster. A third graftmaster was implanted and sealed the perforation, however, the artery perforated distally to the first implanted stent. The patient experienced cardiac tamponade. It was reported the physician performed pericardial centesis and stabilized the patient. The pateint expired on the same day.

Manufacturer narrative:
The device was not returned, however but the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.